Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient on a cobas 8000 cobas ise module. Of the data provided,only the chloride results were a reportable malfunction. The initial cl result was 81.9 mmol/l and the repeat result was 103.1 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cl electrode lot number and expiration date were requested but not provided. The calibration and qc was within range. The investigation was unable to find a definitive root cause.